Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A critical care services director reported an issue with a 15cm schon xl doublelumen catheter. Approximately 2 hours after placement, the blue, venous port detached from the device. The device was removed and replaced, with minimal blood loss. The patient did have a delay in starting their hemodialysis sled procedure, but did not experience any adverse effects or harm as a result of this issue.

Manufacturer narrative:
Returned for evaluation was a schon dialysis extension leg (blue hub luer); the remainder of the device was not returned. A visual review of the dialysis catheter shows the extension tube/leg (blue venous side) has a smooth cut and then is jagged. Scar004523, the pictures provided by the customer, and the complaint sample were sent to the schon dialysis catheter manufacturer and design owner, martech medical, to make them aware of this event, request review of DHR for the reported lot number, and a sample evaluation for root cause of extension tubing detachment. Per the scar004523 response: after concluding this research and performing a complete review of the manufacturing process, no potential risk of damage was found and considering that the reported failure mode was replicated and based on the current process controls; 100% leak test and 100% visual inspection. This failure mode is considered not related to the point medical west manufacturing processes. The customer's reported complaint description was confirmed as the extension leg was returned with detachment of the tubing. Although the complaint was confirmed a definitive root cause could not be determined. A possible root cause for the extension leg detaching likely damaged/cut by scalpel and then pulled to failure. A review of the device history records was performed for the indicated lot for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).